Event description:
During a redo pulmonary vein isolation procedure, a pericardial effusion (pe) occurred and a pericardiocentesis was performed to stabilize the patient. During the procedure using ensite x in voxel mode, check metal field and set metal baseline were performed as advised. But metal distortion was out of range when the c-arm was in a strong left anterior oblique (lao) or right anterior oblique (rao) position. Set up was repeated, but the issue remained. The c-arm had to be moved to a different position to get the metal distortion in a valid range. The hd grid was in low confidence for a long time, even though there were many voxels collected in the surrounding area. It took time to complete the model and voltage map successfully. The generator metrics display was not adjustable and when trying to drag it within the display, it jumped to the lower part of the display. The hd grid froze from time to time when it was moved around the left atrium (la) and then jumped to the new location. Reliable and stable geometry were able to be completed despite these issues. The gaps of the right superior pulmonary vein (rspv) isolation were ablated and a roof line was drawn. Contact force was supervised for the whole time. High power (50w), short duration (max. 11s) was used, and vital signs were stable. An echocardiogram was then performed which revealed a pericardial effusion. A pericardiocentesis was performed. The bleeding was not able to be controlled (due to a bad clotting time), the patient received a blood transfusion and was sent to ICU. Further information from the physician indicated the patient underwent open heart surgery in order to stop the bleeding. However, the operation led to the assumption that the unstoppable bleeding was not caused by the initial pe. Rather there was an injury of ventricular vessels caused by the pericardiocentesis. The patient is now in a stable condition. The physician assumes the effusion occurred during roof line ablation with the ablation catheter. There were no performance issues with any abbott devices.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation / effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device. Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3008452825

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3008452825.